Event description:
It was reported that there was electromagnetic interference (emi) notice which is consistent with the electrocardiogram (egm) review. The source of the problem could not be determined and the customer wanted to rule out lead issue. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.